Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that left ventricular lead was noted dislodged in the post-op device check. The right ventricular lead also exhibited high capture thresholds. Both leads were explanted and replaced. The patient was stable. Related manufacturer reference number: 3006705815-2019-04600.